Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was not in clinical use at the time of event occurred. The philips field service engineer (fse) inspected the system onsite and confirmed that the host pc post failed. During troubleshooting, the fse checked the log file, and determined that the issue was most likely caused by issues with the motherboard in the pc. The fse replaced the host pc by performing a backup. After replacement of the host pc, the system was returned to use in good working order. The defective part was returned for analysis and malfunction of host pc and memory issues is confirmed. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura system generated the remote alert: rmt: host pc post failed - memory 3. The device was in clinical use. No patient or user harm was reported. Philips has started an investigation of the complaint.